Event description:
Pt fell dislocating implant, liner/shell assembly and hiphead disassociated during closed reduction. Revision surgery was necessary when the closed reduction was unsuccessful. The following devices: cat# 85-1208, MDR #1219655-1997-00113, and cat#85-3834, MDR# 1219655-1997-00114 are subject of the same jjpi internal reference #97r01489.

Manufacturer narrative:
Device was received by jjpi on 7/14/97 and forwarded to our UK facility for eval. Mfg records were reviewed and no discrepancies were found. A technical review was also performed by jjpi's hip r and d group. Post retrieval analysis revealed no abnormalities in dimension and were within mfg specifications. Technical review has provided analysis of radiographs and events leading to revision surgery, as follows. The dislocation of the innder head from the liner occurred after an attempt at closed reduction, but was secondary to the initial failure mode which was a dislocation of the outer bipolar head from the acetabulum due to trauma (falling). This traumatic event can in itself influence the performance of the implant under closed reduction. The traumatic primary dislocation, acetabular anatomy as well as unknown joint laxity can increase the probabilty of the secondary dissociation of the inner head from bipolar component under closed reduction attempts. In summary, the total info available does not indicate that a defective device was the cause for the primary dislocation of prosthesis. The dislocation cannot be attributed to a defective component, while the secondary dissociation of femoral head from bipolar component necessitating revision hip surgery after primary dislocation may stem from impingement and an excessive overload during closed reduction, and possibly to the trauma which caused outer pole's initial dislocation.